Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/30/2025, a sales representative reported via phone that an ar-1588rtt2 fibertag® tightrope® ii implant and an ar-1588btb-2j tightrope broke. This occurred during an acl reconstruction on (B)(6) 2025, where all devices were removed and the case was completed using another ar-1588rtt2. There was no patient harm. There was about a 20-minute delay, requiring additional anesthesia.